Event description:
The manufacturer received a report indicating that a trilogy 100 ventilator displayed a ¿ventilator inoperative¿ error code. No patient harm or injury was reported or alleged in connection with this event. The device was evaluated at the manufacturer¿s service center. The device log files were successfully downloaded and reviewed in full. No critical errors were identified in the log files. During the evaluation, the device failed the active exhalation proportional valve and active exhalation purge valve test step. The device's active exhalation control module (aecm) was replaced to address the issue. The device also failed the pressure sensors calibration test step. Further investigation determined that the porting block adapter caps were incorrectly connected. The adapter caps were corrected and the unit was reassembled. In addition, unrelated to the reportable malfunction, the blower assembly, overhead blower filter, and inlet filter required replacement. The outer enclosure was also cleaned. The rubber feet were missing and were installed. The power cord clamp was missing and was installed. The rear case, base enclosure, and handle were damaged, so they were replaced. Following the repair, the device passed all testing.